Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a scoliosis correction fusion surgery at l2-l3 due to adjacent segmental disorder. Post-op, infection was observed due to the l3 screw which was fixed at the lowest of the vertebral body. L3 screw was removed due to infection but the causality relationship with adjacent segmental disorder was unknown. A revision surgery was performed to remove the screw. Revision was scheduled for fusion level extension to caudal against adjacent segmental disease.